Event description:
It was reported that the external pulse generator had a cracked lower case near the arterial connector. The generator was returned for service. It was analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the lower case was broken. It was also noted that both bail covers were missing, both bails were missing, the battery drawer was broken, the keyboard was scratched and the serial number label was damaged. (B)(4).